Manufacturer narrative:
A tech advised the customer to calibrate the battery to see if that is the problem. The device remains at the customer site.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed defib test. There was no reported patient involvement.